Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s wife reported via phone call that they put a new battery in the insulin pump and the screen was flashing white and the notification light was going off and it was chirping. The customer¿s blood glucose level was 201 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Unable to verify missing segments or partial display or perform the displacement test, sleep current measurement, active current measurement and self test due to a constant blank flashing white light on the display.